Event description:
Customer reports back to back readings on the same meter using the compact system with results of 66mg/dl and 539mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.